Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The supera self expanding stent (ses) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified, eccentric, 30 mm, 90% stenosed lesion in the right popliteal, artery. The vessel diameter was 6.5 mm and atherectomy was not used. The lesion was prepared with a 6.0x40 and 7x40 mm armada percutaneous transluminal angioplasty (pta) catheter at 18 atmospheres for 1 minute. The 6.5x60 mm supera self expanding stent (ses) was deployed without issue. At the end of the stent it was noted that the tip of the delivery system was stuck to the stent. The stent became elongated and was pulled upwards, completely away from the target lesion due to the interaction with the delivery system. The 6x40 mm armada 35 pta catheter was then used again for dilatation of the segment of the vessel proximal to the originally pre-dilatated region but became stuck with the supera stent when it was attempted to be removed. The armada was managed to be removed with mechanical manipulation by rotating and pushing the device. Additional stents had to be placed at the distal and proximal ends of the supera. There were no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure as it is likely that the balloon dilatation catheter (bdc) interacted with the deployed stent as the tip/nose cone was being retracted resulting in the reported difficult to remove. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.